Event description:
It was reported that pump displayed malfunction alarm code malf 01 with associated fault ID and customer had not experienced any notable events prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.